Manufacturer narrative:
A revision procedure was performed and the connection to the competitor lead was checked. It was noted the setscrews were tight, however, the lead had not been fully inserted into the header. The physician reconnected the lead and all measurements were in the normal range. The physician made no allegations against the implanted products and stated the problem was due to the implanting physician.

Event description:
Boston scientific crm received information that this device had measured unstable pacing impedances with values greater than 2000 ohms. Oversensing of noise was also observed. No adverse patient effects were observed.